Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during totally extraperitoneal procedure, the balloon physically broke. They took another device to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the dissector balloon was cut. The obturator, lock collar and trocar balloon were not received. The inflation syringe was received. The insufflation bulb was received. The circular seal for the dissector balloon appeared intact. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the cut in the dissector balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition.if information is provided in the future, a supplemental report will be issued.